Manufacturer narrative:
The reporter's meter was returned for investigation. Detection and verification of test strips with code chip was checked. Since the device saves the code chip data when it is used correctly for the first time, this stored data would be used after the insertion of a test strip. The data from a code chip inserted incorrectly is no longer used or recognized as being incorrect. The investigation determined five measurements with code key 422 were carried out with this device. No measurements were carried out successfully with test strips and code key 424. The issue the customer complained about is due to a user handling issue. No measurement results can be obtained with the wrong code chip data.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter stated they were able to test on the coaguchek vantus meter while using the incorrect code key/chip. On (B)(6) 2020, the customer stated they received error I-03 from the meter. Per product labeling, this error states "wrong code chip is in the meter. Insert correct code chip. She confirmed they were not able to obtain a result with a mismatched code key, they received two error messages- m-42 (not enough sample was applied. Repeat test with a new test strip) and m-44 (test strip failed internal control. Repeat test with a new test strip). The customer was using code key/chip 422. The correct code key/chip for strip lot 44502523 was 424. However, the initial reporter stated "last week" she was able to test with the same bottle of strips without triggering an error I-03. An approximate date of event of (B)(6) 2020 was used. The customer opened a new box of strip lot 44502523, obtained the code key/chip 424, and inserted it into the meter. The customer was then able to test with no errors. There was no allegation that any erroneous result was obtained.